Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log review; the customer problem was duplicated, the device was alarming while running. The pump was in good condition, no physical damage was found, the labels were undamaged, and the tamper seal was missing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor.

Event description:
It was reported there was constant alarms during operation, without specifying the source of the error. There was no patient was involved/harmed.